Event description:
It was reported that at an unknown time during an unknown procedure, the opening of the terminal branches of the instrument is defective. The tips do not open. It is unknown what was used to complete the procedure. The procedure was prolonged by unknown minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.